Event description:
It was reported that a patient being treated with v.a.c. Therapy was admitted to the hospital for the removal of a piece of v.a.c. Granufoam dressing that was adhered to the wound. A nurse (rn) reports from the patient's medical records that surgical debridement of the wound was performed under general anesthesia. The nurse stated further that the patient was released in good condition a few hours after the procedure and v.a.c. Therapy was resumed.

Manufacturer narrative:
V.a.c. Labeling states, "if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing."